Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) indicated that some of her stitches have fallen out and the rest of the stitches were very tight and uncomfortable. The patient indicated that the implant sight was very sore. The patient also indicated that she was upset the physician did not implant the same device because this device is bigger and uncomfortable. Technical services (ts) recommended that the patient contact her physician. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the patient was seen in the clinic. The clinic staff explained to the patient that the device appeared to not be lying flat due to some edema, swelling and slight bruising from the procedure, which was to be expected. The clinic staff explained that the device was the thinnest device on the market so when the swelling goes down her issues should be resolved. The clinic staff noted that the incision was clean, dry, intact and free from infection.